Event description:
Regulatory agency advised they had received a user report of bia-alcl diagnosis. The patient's symptom were seroma and lump formation. They underwent aspiration that was sent for cytology which confirmed the histopathological markers cd30 positive and alk negative. They were treated with device removal and en-bloc capsulectomy. This relates to the left side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl, seroma - late, and lump/nodule are physiological complications and analysis of the devices generally do not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: seroma; lump formation; cd30 positive, alk negative alcl.